Event description:
During an inspection, the device latch was found broken, and it was not able to power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control informed the customer that there were no repairs available for the device and recommended purchasing a replacement defibrillator. The device was not returned to physio-control for eval. Therefore, a conclusive cause for the reported event could not be determined.